Event description:
During the installation clinical training at university of (B)(6), clarity employee (B)(6) encountered a possible mislabeling of a "right" eye photo as "left" eye when extracting stills from video recordings.